Event description:
As reported, button #1 of a 6/7f mynx control vascular closure device (vcd) was not able to be pressed during the procedure. Hemostasis was achieved by manual compression within 15 minutes. There was no reported patient injury, and the hospitalization was not extended. The mynx vcd was used cag procedure. A retrograde approach was used. The deployer¿s mynx training status was mynx certified. A 5f non-cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The button could not be depressed at all. The device will be returned for evaluation. Additional patient and procedural details were requested but were unknown. Additional information was requested; however, the information was not obtained after multiple attempts. The product evaluation found that there were no damages observed in the sealant sleeve assembly. Additionally, the sealant sleeves were not fully covering the sealant, and the sealant was observed exposed, and swelled from exposure to blood.

Manufacturer narrative:
As reported, button #1 of a 6f/7f mynx control vascular closure device (vcd) was not able to be pressed during the procedure. Hemostasis was achieved by manual compression within 15 minutes. There was no reported patient injury, and the hospitalization was not extended. The mynx vcd was used for a coronary angiogram (cag) procedure. A retrograde approach was used. The deployer¿s mynx training status was mynx certified. A 5f non-cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The button could not be depressed at all. Additional patient and procedural details were requested but were unknown. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The procedural sheath was not received for evaluation, and the syringe was received connected to the device with the stopcock was found opened. The balloon was observed fully deflated. No damages were observed to the sealant sleeve assembly. Additionally, the sealant sleeves were not fully covering the sealant, and the sealant was observed exposed and swelled from exposure to blood. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that after the deployment test, the balloon of the returned device was fully deflated and retracted into the tamp tube. In addition, the sealant sleeves were not fully covering the sealant, and the sealant was observed exposed and swelled from exposure to blood. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the swollen, exposed sealant. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced. However, handling factors are possible since the button was able to be depressed without any issues during functional analysis. Additionally, procedural/handling factors likely resulted in the swelling of the sealant, and the subsequent premature exposure. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ based on the product analysis and information available for review, there is no indication to suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.